Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by the authorized service provider (asp) where the reported issue of lower peep (positive end expiratory pressure) could no longer be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. H3 other text : serviced by asp.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.